Event description:
It was reported the lead was explanted and replaced due to dislodgement. The patient condition is good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.